Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The customer did not retain the finished goods lot number specific to this event; therefore, device history record and lot history could not be reviewed. The syringe was not returned with the viscous fluid control (vfc) tubing set therefore a full evaluation could not be performed. We did test with the lab stock syringe with the vfc tubing set that was returned and the sample met specifications during silicone injection and extraction modes. The root cause of the customer's complaint could not be conclusively determined based on the available information. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Current tracking indicates no adverse trend for this lot for this event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the air leaked from syringe during vitrectomy surgery. The surgery was completed without product replacement. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).